Event description:
During the thrombectomy, it was reported that the solitaire fr experienced significant force when it was placed in the proximal m2 segment and detached. The physician noted that he used an oversized 6x30 solitaire fr and knew the risk; therefore, he was content with the device detaching. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remained in the patient and the wire was discarded. (B)(4).